Event description:
An error message was reported with the abbott diabetes care (adc) device in use with an unknown phone with unknown operating system. The customer's sensor kept "going out" and stopped working and the customer was unable to obtain glucose readings. As a result, the customer alleged to have gone into a "coma" and experienced a loss of consciousness. The customer was unable to self-treat, requiring third-party administration of glucose via injection for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device in use with an unknown phone with unknown operating system. The customer's sensor kept "going out" and stopped working and the customer was unable to obtain glucose readings. As a result, the customer alleged to have gone into a "coma" and experienced a loss of consciousness. The customer was unable to self-treat, requiring third-party administration of glucose via injection for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reader has been requested back for an investigation and the customer agreed to return the device; however, at this time reader has not yet been received. A valid serial number has not been provided for the reader. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The available tracking and trending reports were conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with lsa (late sensor attenuation) termination in which physiological issues from the user have degraded the sensor tail which can degrade readings. As a result, the sensor recognized this attenuation and terminated to protect the user from unreliable glucose values. Sensor data was analyzed and no other abnormalities were observed with the sensors data. Therefore, this issue is not confirmed due to lsa (late sensor attenuation). All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device in use with an unknown phone with unknown operating system. The customer's sensor kept "going out" and stopped working and the customer was unable to obtain glucose readings. As a result, the customer alleged to have gone into a "coma" and experienced a loss of consciousness. The customer was unable to self-treat, requiring third-party administration of glucose via injection for treatment. There was no report of death or permanent impairment associated with this event.